Event description:
The customer reported the tracheal intubation fiberscope had leaks. The device was returned to olympus for evaluation. Examination showed the insertion section's coating was peeling; the peeling area measured 1 mm2 or more. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During device evaluation, the reported issue was confirmed: leakage was possible through a crack in the control unit and a pin hole in the channel tube. Device examination found the following additional issues: the channel tube was crushed and did not allow for insertion of a cleaning brush; the light guide bundle was broken; the connecting tube was snaky; the eyepiece was deformed; the image guide bundle was broken; and the connecting tube was dented. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant instruction for preventing the type of damage seen in chapter 3- preparation and inspection of the endoscope: "1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities." The investigation determined that the issue could have been caused by stress caused by repeated use, external factors or handling of device; however, the root cause was not definitely established. Olympus will continue to monitor field performance for this device.